Manufacturer narrative:
The insulin pump was received stuck in a motor error alarm during bolus delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The occlusion and excessive no delivery alarm tests could not be performed due to the motor error alarm. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads and a scratched keypad overlay near the up button.

Event description:
It was reported that the insulin pump alarmed motor error during priming process. The blood glucose reading was 195 mg/dl. No significant events leading to the alarm were observed. The customer stated that he could not rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.